Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Customer purchased flowflex from harris teeter pharmacy l031329-01 lot cov2010015 with manufacture date of 01/07/2022 and expiration date of 01/06/2023. Test kit did not show a control line and therefore stated that kit was defective and unsuable creating a lifer/threatening condition if used under FDA approved expiration date extension. Customer stated that an immediate recall is required. MDR# mw5147163

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2010015 and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2010015 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result(s). Customer purchased flowflex from (B)(6) l031329-01 lot cov2010015 with manufacture date of 01/07/2022 and expiration date of 01/06/2023. Test kit did not show a control line and therefore stated that kit was defective and unsuable creating a lifer/threatening condition if used under FDA approved expiration date extension. Customer stated that an immediate recall is required. MDR# mw5147163.